Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, gender, weight, race, ethnicity, and medical history were not provided. The product was received by cerenovus product analysis lab on 02/01/2019. The returned product is pending evaluation; when the product investigation has been completed, a supplemental 3500a report will be submitted. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Distal embolization is a known potential complication associated with the embotrap ii and thrombectomy procedures. The instructions for use (IFU) warns ¿do not withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Resheathing a device with captured clot may result in loss of clot and distal embolization. The IFU also states ¿if withdrawal into the guide catheter is difficult (as may be the case with a large clot burden) then deflate the balloon (if applicable) and withdraw the guide, microcatheter and device together through the introducer sheath.¿ the root cause of the event cannot be conclusively determined; however, procedural factors or clot burden may have contributed to the event. The event of cerebral artery embolism is MDR reportable as a serious injury and malfunction. Since the event was related to a product malfunction (inability to recapture into the intermediate catheter) it meets MDR reportability as a life-threatening event. A review of manufacturing documentation associated with this lot (17l040av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the thrombectomy procedure on (B)(6) 2019, targeting an occlusion on the m1 segment of the middle cerebral artery (mca), the 5 x 33 embotrap ii revascularization device (et007533 / 17l040av) was prepped and advanced according to the instruction for use (IFU) to the m1 without any resistance. The embotrap was placed at the m1 vessel without any issue. The microcatheter (rebar¿ 18 microcatheter (medtronic) was fully removed. The embotrap was in place under continuous aspiration. When the physician tried to pull the embotrap back into the sofia® plus intermediate catheter (microvention) using the solumbra technique (combined stent retriever with aspiration either in the cervical vasculature using a proximal balloon guide, or directly at the clot face with an intermediate catheter), he was not able to fully pull back the embotrap into the intermediate catheter. The embotrap was stuck relatively close to the distal end of the catheter and was fully inside the catheter. The physician tried to remove the embotrap under aspiration but had to remove the sofia® plus and the opened embotrap was removed through the whole vasculature. Both devices were pulled out together through the durasheath. It was reported that the thrombus got lost somewhere or possibly sheared on the catheter and became dislocated. After this first and only pass with the embotrap, part of the thrombus seemed to have split up and embolized very far distal in the vessel and could no longer be reached. The physician stated that after the first pass with the embotrap, there was distal emboli. The m1 vessel was free of clot. The effect of the distal embolization on the patient is to be determined as the emboli was not seen under angiograph. The characteristic of the clot such as length and density are not known. There was no excessive vessel tortuosity in the area of retrieval. It was reported that the thrombus was not treated because it embolized very distally. There was no report of any post-operative malfunctions. Per the physician, he cannot state if the procedural delay due to the event (5 to 10 minutes) is significant as it is hard to measure that. The patient¿s pre-procedure tici score was 0; the post-procedure tici score was 3 in the m1 section. It was reported that the patient¿s m1 vessel was re-perfused, but some distal emboli occurred. It was not known if there was a large clot burden within the embotrap device as it was stuck in the catheter. The status of the patient is not known. The device will be returned for evaluation and analysis.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The healthcare professional reported that during the thrombectomy procedure on (B)(6) 2019, targeting an occlusion on the m1 segment of the middle cerebral artery (mca), the 5 x 33 embotrap ii revascularization device (et007533 / 17l040av) was prepped and advanced according to the instruction for use (IFU) to the m1 without any resistance. The embotrap was placed at the m1 vessel without any issue. The microcatheter (rebar¿ 18 microcatheter (medtronic) was fully removed. The embotrap was in place under continuous aspiration. When the physician tried to pull the embotrap back into the sofia® plus intermediate catheter (microvention) using the solumbra technique (combined stent retriever with aspiration either in the cervical vasculature using a proximal balloon guide, or directly at the clot face with an intermediate catheter), he was not able to fully pull back the embotrap into the intermediate catheter. The embotrap was stuck relatively close to the distal end of the catheter and was fully inside the catheter. The physician tried to remove the embotrap under aspiration but had to remove the sofia® plus and the opened embotrap was removed through the whole vasculature. Both devices were pulled out together through the durasheath. It was reported that the thrombus got lost somewhere or possibly sheared on the catheter and became dislocated. After this first and only pass with the embotrap, part of the thrombus seemed to have split up and embolized very far distal in the vessel and could no longer be reached. The physician stated that after the first pass with the embotrap, there was distal emboli. The m1 vessel was free of clot. The effect of the distal embolization on the patient is to be determined as the emboli was not seen under angiograph. The characteristic of the clot such as length and density are not known. There was no excessive vessel tortuosity in the area of retrieval. It was reported that the thrombus was not treated because it embolized very distally. There was no report of any post-operative malfunctions. Per the physician, he cannot state if the procedural delay due to the event (5 to 10 minutes) is significant as it is hard to measure that. The patient¿s pre-procedure tici score was 0; the post-procedure tici score was 3 in the m1 section. It was reported that the patient¿s m1 vessel was re-perfused, but some distal emboli occurred. It was not known if there was a large clot burden within the embotrap device as it was stuck in the catheter. The status of the patient is not known. The embotrap device was returned for evaluation and analysis. The investigational finding is documented below. The embotrap ii revascularization device is intended to restore blood flow in the neurovasculature by removing thrombus in patients experiencing ischemic stroke within 8 hours of symptom onset. Distal embolization is a known potential complication associated with the embotrap ii and thrombectomy procedures. The instructions for use (IFU) warns ¿do not withdraw the device against significant resistance. Assess the cause of resistance using fluoroscopy and if necessary advance the microcatheter over the device to resheath or partially resheath to aid withdrawal. Resheathing a device with captured clot may result in loss of clot and distal embolization. The IFU also states ¿if withdrawal into the guide catheter is difficult (as may be the case with a large clot burden) then deflate the balloon (if applicable) and withdraw the guide, microcatheter and device together through the introducer sheath.¿ the root cause of the event cannot be conclusively determined; however, procedural factors or clot burden may have contributed to the event. The event of cerebral artery embolism is MDR reportable as a serious injury and malfunction. Since the event was related to a product malfunction (inability to recapture into the intermediate catheter) it meets MDR reportability as a life-threatening event. Investigation summary: the returned 5x33 embotrap ii revascularization device was received positioned inside of the sofia® plus intermediate catheter and contained in a plastic bag. A wire grip device was positioned on the shaft of the embotrap and a stopcock was connected to the rotating hemostat valve (rhv) that is attached to the sofia catheter. The microcatheter had been removed and was not returned with the embotrap device. The returned device was visually inspected prior to undergoing disinfection. Minor kinks were observed on the sofia catheter. These kinks may have occurred post-procedure during the handling/packaging and transport. The lumen of the sofia catheter was easily flushed with disinfectant solution, which is an indication that the lumen was not blocked by a clot or by other materials. There was no damage observed on the surface of the distal section of the sofia catheter, and no damage was observed on the shaft of the embotrap device. After the returned device underwent disinfection, an attempt was made to advance the 5x33 embotrap forward out of the sofia catheter. The attempt was met with high resistance and it was not possible to advance the embotrap device forward. The device was then retracted but the force to move the device was noticeably greater than normal. Grating and resistance was felt during the retraction of the embotrap device from the sofia catheter. The inner channel and outer cage components of the embotrap device underwent microscopic inspection at high magnification post-removal. There was no evidence of damage observed on either component. There was no evidence of strut fracture or kinking on the device components. There was no damage observed on the distal cone or the expanded struts of the inner channel. All adhesive joints were intact and undamaged, all gold markers were in position. There was no damage observed on the proximal coil or on the device shaft other than minor markings on the polytetrafluoroethylene (ptfe) coating where the wire grip the device was tightened. The sofia intermediate catheter was also inspected. Inspection of the inner surface of the distal tip indicated a possible tear and delamination of the inner liner of the catheter. The tear appeared to be circumferential. The distal end of the wire coil was floating and appeared to be deformed into the lumen of the catheter. This deformation could become snagged on the embotrap device resulting high resistance to movement. The catheter inner liner is also likely to be damaged with possible wrinkling effect which would cause further obstruction in the catheter lumen. The end of the wire coil was 20 mm from the distal tip. However, inspection of a new sofia plus intermediate catheter (da6125st / 18040355w) for comparison purpose showed the coil terminating at 18 mm from the distal tip with several spot welds to the braid. Based on these measurements, a 2 mm length of coil has deformed and broken away from the inner surface of the returned sofia catheter. This finding corresponds with the additional information documented in the complaint file where the physician states that the device ¿got stuck, relatively close to the distal end.¿ there was further evidence of wire coil damage visible at 2.5 mm proximal of the coil distal end. At 171 mm from the distal tip, there was visible discoloration due to blood leaking between the inner liner and the top jacket of the catheter. This suggests that the inner liner is holed at this point. Investigation conclusion: the returned 5x33 embotrap ii revascularization device was intact without any missing components. No damage was observed on the strut or identified on the inner channel and outer cage. The gold markers were intact and in position, the radiopaque coils were not damaged. All bonds and joints were also intact and appeared to be in good condition. There was no damage observed on the embotrap device that would cause or contribute to an increase in retrieval force through an intermediate catheter. There was also no evidence of malfunction of the embotrap device. The observations made during the inspection of the sofia plus intermediate catheter indicated damage to the inner liner and wire coil support in the distal end section of the catheter. Inner liner damage and damage to the wire coil would likely cause a significant resistant during the withdrawal of the embotrap device back into the intermediate catheter after deployment. This would be consistent with the reported issue documented in the complaint. The concluding root cause of the reported event is due to a malfunction / defect of the sofia plus intermediate catheter. A review of manufacturing documentation associated with this lot (17l040av) confirmed that there were no issues with the assembly of the lot. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.